Event description:
This pertains to infor # (B)(4) single port neptune manifolds. I heard from my staff that they have been going through boxes of manifolds trying to find any that do not make a loud noise and actually provide suction. All of the affected manifolds have a manufacture date of 2025-08-10 and lot number 1194783. I was off yesterday and our urology buyer ordered 20 cases of manifolds in hopes that we would have gotten some that were not from the bad date/lot, unfortunately that was not the case and all of them I have are bad. The nursing staff has said that they run into a couple that work here and there but the majority of the manifolds are unusable.

Event description:
This pertains to infor # (B)(4) single port neptune manifolds. I heard from my staff that they have been going through boxes of manifolds trying to find any that do not make a loud noise and actually provide suction. All of the affected manifolds have a manufacture date of 2025-08-10 and lot number 1194783. I was off yesterday and our urology buyer ordered 20 cases of manifolds in hopes that we would have gotten some that were not from the bad date/lot, unfortunately that was not the case and all of them I have are bad. The nursing staff has said that they run into a couple that work here and there but the majority of the manifolds are unusable.